Event description:
It was reported that a spectrum iq pump was not infusing during delivery. The "intravenous (IV) pump appeared to be running at a set rate of 75ml/hr. Upon assessment, IV fluids were not infusing. There was an obvious upstream occlusion/kink in the tubing and machine was not alarming". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect an upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Testing was not performed for the reported flow issue as the pump was no longer in the ¿as received¿ condition for proper evaluation. The reported conditions were not verified. All device specifications will be met prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.